Event description:
The customer alleged they received a questionable cardiac t result for one patient on their h232 analyzer, serial number (B)(4). The h232 analyzer is not sold in the united states. The patient's cardiac t result from the h232 analyzer was <0.1 ug/ml which was negative and it was reported to the physician. The patient had another sample tested in the laboratory on a sysmex coagulation analyzer and the troponin t result was 1.32 mg/l which was positive and it was reported outside the laboratory. The patient had another sample tested and the result was 1.49 mg/l. There were no adverse events. The h232 analyzer was returned for investigation. Retention cardiac t test strips were tested on the returned analyzer and a qualified retention h232 analyzer. The results of all the measurements fulfilled the requirements.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.